Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned for evaluation with the concomitant sion blue es guide wire. Tip separation was confirmed on the returned caravel. The tip lumen was found narrowed due to torsion and traces of ductile tearing by tensile stress were observed on the tip polymer at the torn end. The tip was found twisted throughout its length. Multiple helical scratches were observed on the tip surface, which were likely caused due to interference with calcium. The separated tip fragment was found twined around the coil segment of the returned sion blue es at approximately 25mm from the wire tip. Investigation of the returned microcatheter suggested that tearing of the tip occurred at the polymer-only segment at approximately 1mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the caravel microcatheter. The tip was likely being caught by the calcified lesion at the time torsion was applied on the caravel. Consequently, the tip would be deformed. Due to the deformation, the caravel became stuck on the concomitant sion blue es. Further applied tensile stress generated with removal then made the tip become stretched and eventually torn off. It was concluded that this event was not attributed to product quality. Given that severe damage was observed on the tip of the returned caravel, a possibility could not be completely ruled out that some tip polymer fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion. [Warnings]: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel). If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). [Malfunctions and adverse effects]: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a moderately tortuous, heavily calcified 90-99% stenosis in segment #1 of the right coronary artery (rca). After crossing the lesion following an asahi sion blue es guide wire, the caravel was once removed. An unspecified ivus catheter was then delivered, but did not cross the lesion. The caravel was then used again to cross the lesion, but was not successful. When removing the caravel, the catheter tip was found separated. After removing the separated catheter tip together with the sion blue es, the procedure was resumed. Rotational atherectomy was then performed and the procedure was successfully completed with reestablished blood flow achieved by plain old balloon angioplasty (poba). There were no adverse patient effects related to this event. The patient was reportedly fine without problem after the procedure.